Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was 90 mg/dl. Customer stated that display was not as bright and dull green hue. Customer also stated that they can read the screen just noticed that it was not as bright. Customer also stated that insulin pump was died. The insulin pump will not be returned for analysis.